Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher and introducer were returned for analysis. The pusher appeared kinked at epoxy e2 section, and in the middle of the hypotube. The distal body coil section was noted to be stretched, with the lead wires broken. Slight damage was noted on the introducer tip. The pusher was dissected to expose the attachment tether monofilament; the tip appeared to have been cut with a razor. The complaint could not be verified as the detached implant was not returned for analysis and furthermore, the pusher was noted to be broken at the distal coil section, and was the missing heater coil section and the remainder of the body coils. The detachment type for the implant could not be determined based on the attachment tether tip. The root cause cannot be determined.

Event description:
It was reported that prior to use, the embolization coil was advanced out from the introducer and the coil was found to be detached. The device was not used in the patient.